Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer's blood glucose was over 600 mg/dl. The customer stated that something fell out of the insulin pump and that air bubbles kept forming. The customer's doctor stated that the insulin pump was not able to be used and the customer had already reverted to a back-up plan of manual injections. The customer was unable to provide any other details regarding the event due to phone communications. There was possible damage on the insulin pump but this could not be confirmed at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.